Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving insulin flow blocked alarm. The issue was resolved when they changed the infusion site and set. The customer also reported that their blood glucose would go up to 500 mg/dl. Their current blood glucose level was 154 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.